Manufacturer narrative:
The device evaluation revealed that there were no abnormalities found with the lift nor the sling that could have contributed to the reported incident. Additional information will be provided in a follow-up report upon the investigation conclusions. (B)(6).

Event description:
It was reported to arjo representative that there was an incident with the involvement of maxi 500 passive floor lift and passive loop sling. Following information provided, two caregivers were assisting during the patient's transfer (female, (B)(6) years old) from the bed to the wheelchair when one of the sling's loop detached from the spreader bar attachment point (hook). The caregiver managed to catch the resident and lower her safely down. Fortunately, no fall or injury was reported.

Manufacturer narrative:
Please note that maxi 500 model number has been updated in section d of this report. It was reported to arjo representative that there was an event with the involvement of maxi 500 floor lift and non-arjo loop sling. Following information provided, two caregivers were assisting during patient's transfer from the bed to the wheelchair when one of the sling's loop detached from the spreader bar attachment point (hook). The caregiver managed to catch the patient and lowered the resident safely down. No injuries were sustained. Arjo qualified representative visited the customer facility after the event to perform device evaluation. No malfunction was found within arjo maxi 500 or its spreader bar. The sling in question was also inspected. As no abnormalities were detected, the sling was put for further use. At the time of the incident, the arjo floor lift was used with the loop sling manufactured by a third party company, hill-rom "net polyester back sling" with serial number (B)(6). Maxi 500 floor lift is equipped with 2-point spreader bar and it is unknown how the non-arjo sling works with the spreader bar with this type of geometry. Following communication with the customer it was determined that the one of the loops was incorrectly attached to the spreader bar. Maxi 500 instructions for use (001.20815.en rev.13) guides through transferring procedure and informs the user how to attach the sling properly. ¿place the attachment loops onto the hooks.¿ ¿make sure that loops are positioned correctly and that the safety latches are closing the hooks.¿ "only use arjohuntleigh slings with the maxi 500 floor lift. Use of non-approved slings could result in patient fall." To sum up, the arjo maxi 500 floor lift in combination with non-arjo loop sling was used as a system for transferring the resident and from that perspective arjo lift played a role in the reported event, however there was no malfunction found with the lift nor the sling that could have contributed to the event. Although the patient did not sustain any injury, the complaint was decided to be reportable to competent authorities due to the indication that sling loop detached from the lift during transfer.